Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the moderately tortuous and moderately to severely calcified celiac artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at nominal pressure, the balloon ruptured. The catheter was withdrawn; but the distal portion of the balloon including both radio opaque markers were still visible in the lesion when inspected under fluoroscopy. The physician tried to snare the detached potion of the device from the lesion but was unsuccessful. Eventually, a non-boston scientific self-expanding stent was used to cover the detached device and completed the procedure successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is separated 136.4cm from the hub. The balloon is separated 141cm from the hub. Microscopic examination revealed no additional damages. The tip, marker bands, distal section of the guidewire lumen and distal section of the balloon were not returned. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found confirmed the reported separation.

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the moderately tortuous and moderately to severely calcified celiac artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at nominal pressure, the balloon ruptured. The catheter was withdrawn; but the distal portion of the balloon including both radio opaque markers were still visible in the lesion when inspected under fluoroscopy. The physician tried to snare the detached potion of the device from the lesion but was unsuccessful. Eventually, a non-boston scientific self-expanding stent was used to cover the detached device and completed the procedure successfully. No patient complications were reported.